Event description:
A malfunction alarm with code malf 12 was reported. Blood glucose level was reported to be below 500 mg/dl, indicating no adverse impact. The customer had not previously reset the pump, so technical support provided information on how to reset it and assisted in doing so, which resolved the issue. Customer continued using the pump and was advised to contact technical support again if the issue recurred.